Event description:
Procedure type: gastroenteroanastomoses. According to the reporter: the reload would not open after being fired. It looks like the knife on the reload has not retracted itself. The stapler was fired as forescribed by covidien by very experienced surgeons who are used to working with the product. Nothing felt different when firing the device. They were no able to force the reload to open. They then had to resect a piece of the jejunum, which was not part of the procedure. No reinforcement material was used.

Manufacturer narrative:
(B)(4).